Event description:
It was reported by the sales, rep part of u kit lite up the other part did not. The dr hit the ureter and damaged it.

Manufacturer narrative:
Investigation is ongoing. Additional info will be provided once investigation is completed.